Event description:
Patient reported raynaud¿s phenomenon. Patient additionally reported "a lump or thickening in or near the breast or in the underarm area". This record is for the left side. Healthcare professional later reported baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Record is not a late submission due to it being reported before in CPR. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "raynaud's phenomenon and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon and capsular contracture, baker grade IV.